Event description:
It was reported the x8-2t transducer seal around the lens was completely removed. This was associated with an epiq cvxi ultrasound system. This was found outside of patient use; there was no patient or user harm associated with this event. Philips has started an investigation and upon completion, a follow up report will be submitted.